Manufacturer narrative:
(B)(4). The investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA 04/24/2011.

Event description:
The customer reported that the system resets due to software lockups.